Manufacturer narrative:
Per the clinic, the previously reported infection is not device related. This report is filed may 4, 2016. The implanted device remains.

Manufacturer narrative:
This report is filed, february 29, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed a systemic infection, unknown if device related. Subsequently the abutment was removed from the fixture on (B)(6) 2016. The implanted device remains.